Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be conclusively determined as no images were provided by the account and no product was returned for evaluation. The account communicated that ems (emergency medical services) arrived at the patient¿s home and damage to the driveline wires were observed. Ems removed more layers of the driveline and attempted to ¿re-wire¿ the driveline back together. The lvad (left ventricular assist device) was off for approximately 12 to 18 hours. The patient was taken to the catheterization lab where a plug was placed in the outflow graft. The lvad was ultimately decommissioned on (B)(6) 2024. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The device was not explanted for evaluation and remains in-situ. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also explains all alarms and the actions associated to resolve the alarms. Section 8 of the IFU, "equipment storage and care", explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." This section also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 of the handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's pump was de-commissioned on (B)(6) 2024. Emergency medical services (ems) arrived at the patient's home where they noticed damage to the driveline wires. Ems removed more driveline layers and tried to re-wire the driveline back together. The pump was off for 12-18 hours. The patient was taken to the catheterization lab where the team placed an amplatzer plug in the patient's outflow graft (ofg). The device was not explanted.